Event description:
Clinical trial. It was reported that 1619 days following a coronary artery drug eluting stenting treatment procedure the pt underwent a reintervention. The index procedure treated the 70% stenosed, 3.0x10mm lesion of the mid rca (right coronary artery). Treatment consisted of predilation, placement of a 3.0x16mm taxus express2 drug eluting stent, and post dilation resulting in 0% residual stenosis. A 50% stenosis was noted 15mm distal to the study stent and was reported to be treated medically. The pt was discharged one day post procedure on asa and plavix. The pt presented 1619 days following the index procedure for a routine physician exam. The pt was asymptomatic and underwent a treadmill cardiolite perfusion study. The study indicated "significant premature ventricular contractions and occasional ventricular couplets." The cardiolite showed "mild anterior ischemia and maybe mild posterolateral". The pt was referred for cardiac catheterization. On day 1625 the mid rca was treated with a 3.0x18mm promus stent with 0% residual stenosis. The pt was discharged the next day on asa and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.